Manufacturer narrative:
Concomitant medical products: (2) 8110. 8120. 8015. (1) pca tubing and (3) syringe tubing. Syringes. Therapy date: (B)(6) 2018. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was thought to have received an unexpected bolus of ketamine. Several medications were infusing via a double lumen catheter. The ketamine (25 mg/ml) was started at 0829, and the pump history noted the rate to be 0.1408, dosing units were not specified. At 0834 the patient became unresponsive in a sedated state with vital signs stable. The drip was stopped and 5 ml of blood removed from the cvl used for the ketamine infusion. A code was called and 8 minutes later the patient was arousable and answering questions. A subsequent CT of the head was normal. The internal investigation determined that the patient had probably received a bolus of ketamine. Several hours later the ketamine was restarted at a lower rate at a concentration of 4 mg/ml, and the patient remained stable. Other medications also infusing were dilaudid pca, normal saline, and narcan on the same line as the ketamine, with a normal saline flush via the other lumen. The ketamine drip was continued, and no other issues occurred with the infusion.

Event description:
The customer reported that the patient was thought to have received an unexpected bolus of ketamine. Several medications were infusing via a double lumen catheter. The ketamine (25 mg/ml) was started at 0829, and the pump history noted the rate to be 0.1408, dosing units were not specified. At 0834 the patient became unresponsive in a sedated state with vital signs stable. The drip was stopped and 5 ml of blood removed from the cvl used for the ketamine infusion. A code was called and 8 minutes later the patient was arousable and answering questions. A subsequent CT of the head was normal. The internal investigation determined that the patient had probably received a bolus of ketamine. Several hours later the ketamine was restarted at a lower rate at a concentration of 4 mg/ml, and the patient remained stable. Other medications also infusing were dilaudid pca, normal saline, and narcan on the same line as the ketamine, with a normal saline flush via the other lumen. The ketamine drip was continued, and no other issues occurred with the infusion.

Manufacturer narrative:
The patient's weight was reported as (B)(6) but was entered during programming as (B)(6). The customer¿s report of a possible unintended ketamine bolus was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The log shows that the syringe module was programmed to infuse ketamine drip 25mg/1ml and the infusion ran from 8:44 am on (B)(6) 2018 to 08:34 am on (B)(6) 2018 (at rates of 0.21ml/hr and 0.14ml/hr). The volume recorded as being infused during this period was 2.2696ml. Functional testing of the device was performed. The device passed all tests. The root cause of a possible ketamine bolus was not identified.